Event description:
Issue with stopcock and blood warming line. Customer is attaching stopcock to a ref-l70 hot line fluid warming set. The rotating male luer adapter does not form a secure fit to the warming set. Customer is using a hemostat to tighten the luer down. Luer loosens during use if not tightened securely and causes blood to leak. Anesthesia tech reported that there was no injury to pt as the connection was tightened securely as soon as blood was seen.